Event description:
Complainant alleged that the clinicians were attempting to cardiovert a patient (age and gender unknown), using paddles with the device, but the screen displayed a "poor pad contact" message. The clinicians then obtained a set electrodes and applied them to the patient, and the patient's heart rhythm was converted. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction.